Manufacturer narrative:
Initial 1 of 2. This emdr is being submitted for an unknown number of quantities. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced hyperglycemia on (B)(6) 2026. The blood glucose level was 340 mg/dl and was treated with correction bolus via pump.